Manufacturer narrative:
Report source: see maude report rec'd from the FDA. Results and conclusion summation-product performance engineering reviewed the incident info, but the device was not returned for analysis; therefore, no root cause could be determined. The issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. It is unknown what caused the guide wire to tangle with the atherectomy catheter, but it appears that trying to separate the tangled devices fractured the guide wire. Normally when devices have resistance between them, the devices are removed together to preclude further damage to the devices, per the IFU.